Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a bunion surgery procedure, the pt's bone was cracked while the surgeon was advancing the trailing head of the screw. Staples were used as a temporary fixation. The pt reported more postoperative pain than is usual.